Event description:
No sample/no error message was not generated by the summit. Little to no liquid in well b2 during pipetting hbc assay plate. No death or serious injury was associated with this incident.